Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for par kinson's dual and movement disorders. It was reported that the patient¿s right side case impedances were found to be between 14,000 and 18,000 ohms during an ins replacement. The combinations of electrodes 8, 9, 10, and 11 were fine. The extension was reseated twice, but impedances were still high. It was noted that the patient had a fall, which could have been related to the issue. The patient was getting therapy relief using only the left side, so no further action was taken or planned. No further complications are anticipated.